Event description:
The customer reported that their freestyle freedom blood glucose monitor will not turn on, and that he was experiencing dizziness and diaphoresis. Additionally, the customer indicates that he called the paramedics and was diagnosed with severe hyperglycemia; however, it is unknown if he was treated at a medical facility. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.